Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where clotting was found stuck to the tip. After the procedure, the catheter was removed from the patients body, and the clot was found. The procedure had already been completed. No patient consequences were reported. Multiple attempts have been made to obtain additional information regarding this event, but none was made available. The presence of clotting on a catheter presents a potential risk to the patient, making this event MDR reportable.

Manufacturer narrative:
On 1/16/2018, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/30/2017, bwi received additional information regarding this event: the material found on the tip of the catheter was actually thought to be char, which can be a normal result of the radiofrequency ablation process. Char is not MDR reportable, but since this event has already been reported to FDA, additional information will be submitted as it is received. The generator was being used in power control mode with power at 30-35w on the anterior wall and 20-25w on the posterior wall. No anticoagulants were used. There were no issues related to temperature or irrigated catheter flow, and no error messages presented during the case. Manufacturers reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where clotting was found stuck to the tip. After the procedure, the catheter was removed from the patient¿s body, and the clot was found. The procedure had already been completed. No patient consequences were reported. Product investigation summary: the returned device was visually inspected and a clot was found on the distal tip of the catheter. However, during the second visual inspection, the tip was found without the clot. It's possible the clot could have been removed during the decontamination process. Per the event, the catheter was tested for electrical performance, temperature comportment and generator compatibility and it was found within specifications. Then per the reported event, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed, although the catheter met manufacturing specifications. As such, the root cause of the clot on the distal tip cannot be determined. Manufacturer's ref # (B)(4).